Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported when the device was used during a hemiorrhoidectomy procedure on a pt with a previous rectocele, it fired, cut, but did not staple anteriorly around the area of the rectocele resulting in a 2cm mucosal defect. The area was closed using sutures.